Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the patient had recently received radiation therapy. After a device software download, normal function resumed. There were no adverse consequences to the patient.